Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 120 syringes 1ml ls u100 sp120 experienced scale marking issues. The following information was provided by the initial reporter: the product does not meet our requirements (low scale accuracy). Inability to take low-dose of drugs.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2006002, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation, no marking defects was observed on any of the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. All of the retained samples were evaluated using the same method and were found to be within required tolerance. Scale precision and died space is also inspected during manufacturing and product was found to be within specification. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10

Event description:
It was reported that 120 syringes 1ml ls u100 sp120 experienced scale marking issues. The following information was provided by the initial reporter: the product does not meet our requirements (low scale accuracy). Inability to take low-dose of drugs.